Manufacturer narrative:
Additional pro codes in block d2b: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6) batch: 7117056. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7117286. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 33162397. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 32979801. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 33162397. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7122733. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7125656.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced fluid discharge and redness at the implantable pulse generator (ipg) implant site. Cultures were taken however the results are unknown. Attempt to irrigate and flush implant areas was performed several months ago (reported in MFR. Report 3006630150-2024-07003), however the issue persisted. It was noted that the device nor procedure caused the infection, however the cause for the infection is unknown per the physicians assessment. The patient underwent a procedure where the whole dbs system was removed. Physical analysis of the dbs system was not performed as they were disposed by the facility. The patient was prescribed anti-biotics and did well post-operatively.